Manufacturer narrative:
(B)(4). User facility discarded device.

Event description:
It was reported that during a surgical procedure, the neptune manifold disposable became clogged while removing surgical waste. The manifold was replaced and the procedure was successfully completed. There was no patient or user injury reported, and no other adverse consequences alleged with this event.